Manufacturer narrative:
(B)(4). The sample associated with this report was returned and analyzed. The cuff was inflated using a syringe and it was confirmed not to inflate. Visual inspection noted that there were no notches present under the cuff, attributing to the cuff not inflating. There have been no additional complaints associated with the confirmed failure mode. A manufacturing corrective and preventive action are in progress to investigate further to determine the appropriate corrective action.

Manufacturer narrative:
(B)(4).

Event description:
The tube was taken from the cart for an urgent intubation and the balloon would not inflate when tested prior to use. There was no patient involved.